Event description:
It was reported tan occlusion alarm. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot issue with tandem technical support, no further details were obtained.